Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
This complaint to a reportable malfunction. The pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: during evaluation, the battery compartment was observed to be cracked. Unrelated to this, the audio bolus button had a tear in the center of the cover. The metal component was missing and the button¿s responsiveness could not be tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).